Manufacturer narrative:
Section b3: date of event has been entered as the date of publication (01apr2024) as the date of data collection was not provided. Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: schettle, s., weaver, c., inglis, s., dasilva-deabreu, a., tang, p., & rosenbaum, a. (2024). Inconceivable: outcomes of contraception in lvad-supported women of childbearing age. The journal of heart and lung transplantation, 43(4), s22¿s23. Https://doi.org/10.1016/j.healun.2024.02.042. Mayo clinic, rochester, mn. Abbott northwestern hospital, minneapolis, mn; abbott northwestern hospital, minneapolis, mn. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusive.ly be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction¿, of this document lists device thromboembolism and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿inconceivable: outcomes of contraception in lvad-supported women of childbearing age¿ that heartmate 3 (hm3) may be associated with pump related thrombosis, and venous thromboembolic events. When on support of a left ventricular assist devices (lvad), avoidance of pregnancy is recommended. Hormonal contraceptives have not been fully studied for its safety and efficacy when used by lvad patients. Female patients aged from 50 and younger who are supported by heartmate ii (hmii), heartmate 3 (hm3), and heartware (hw) from two lvad centers in the united states. These patients were evaluated for contraceptive strategies and prior history of hysterectomy or tubal ligation. Contraceptive failure, and lvad adverse events, including lvad related hemolysis/thrombosis and thromboembolic events, were assessed. Thirty-one female patients were evaluated with an average age of 37 years, and an average weight of 86 kg. These patients were on lvad support for an average of 34 months. There were four patients on hmii support, 15 on hw support, and 12 on hm3 support. 17 of these patients were primarily bridge to transplant. The comorbidities associated with these patients were as follows; 4 patients had type 2 diabetes mellitus, 16 patients had systemic hypertension, 2 had polycystic ovary syndrome and 2 had prior tobacco use. The patients had an average of 3.3 prior pregnancies and an average of 1.7 children before lvad support. 17 patients used contraception; 10 patients had intrauterine device (iud), 5 used oral contraceptive pills, and 2 used hormonal contraceptives. Eight patients had prior tubal ligation or hysterectomy, five patients used no forms of contraceptive, and one patient had ovarian complications due to chemotherapy. During the study, 2 patients had pregnancies; 1 patient was on iud, and the other patient was on no contraception. Four patients had lvad related thrombotic complications, with only 1 of these patients taking hormonal contraceptives. Three patients had venous thromboembolic (vte) events, and all of these patients were taking hormonal contraceptives. The study concluded that hormonal contraceptives have a low rate of lvad related thrombotic complications, but a higher rate of vte events.